Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 28, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced a drug resistant bacterial infection at implant site and subsequently was hospitalized for administration of IV antibiotics for 15 days (date not reported). The patient was also administered with another round of IV antibiotics for 10 days (date not reported). This report is submitted on july 16, 2024.